Manufacturer narrative:
Mfg narrative: the initial paperwork and medwatch received from the facility only indicated that there was one implant with a problem. When the device was returned, there were two devices that were actually sent back to dow corning. Co has added a second product to this MDR, although co is unsure if there was a problem with the second device at this time. Therefore, no injury codes were added to section f10. Results: features and markings foreign to dow corning mfg device. Conclusions: device not mfg by dow corning. Methods: microscopic examination.

Event description:
Failed/fractured silastic implant from first mpj. Device implanted at another hospital in 1989. Explanted at this facility on 1/15/98.